Manufacturer narrative:
The lead is not expected to be returned as it was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) due to confirmed lead dislodgement. Surgical intervention was performed to reposition the lead. The lead could not be repositioned due to helix issues. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.